Event description:
It was reported that an ilet user experienced hyperglycemia after a missed meal announcement for a high-carbohydrate breakfast of approximately 80 grams, with blood glucose rising to 343 mg/dl and later trending down to 266 mg/dl. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no use of back-up therapy, and no ketone testing. Investigation included a review of use conditions and user-reported history. Investigation of this case revealed user-related factors, specifically a missed meal announcement, as the cause of hyperglycemia. It was concluded that the device functioned as designed and that the event was attributable to user management of carbohydrate announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.